Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 32 mmol/l at the time of incident. The customer also reported other blood glucose values such as 5.4 mmol/l. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was assisted with troubleshooting for insulin flow blocked alarm. The insulin pump will not be returned for analysis.